Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined a leak occurred at the reagent probe b collar wash. The fse replaced the reagent probe b collar wash valve to correct the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked into the reagent carousel and cuvette wheel. The customer alleged 1 erroneous creatinine patient result was generated as well, however, the result was not reported out of the laboratory. The customer stated the result was "high" upon rerun; it is unknown if the initial, rerun or both were erroneous. The customer was unable to provide patient result data. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. There was no change or effect to patient treatment in connection with this event.